Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.

Event description:
Profound and permanent neurological injuries [nervous system disorder] hypocupremia; copper deficiency [copper deficiency]. Severe and permanent physical injuries [injury]. Hyperzincemia [hyperzincemia]. Myelopathy [myelopathy]. Neuropathic pain [neuralgia]. Profound and permanent hematological injuries [blood disorder]. Zinc poisoning [metal poisoning]. Case description: an attorney reported that their female client, currently (B)(6), used (B)(6) denture adhesive, form/version unknown, unspecified total daily use, as intended to hold dentures that she received in 1984, and reported the following: hypocupremia secondary to hyperzincemia, zinc poisoning,myelopathy, neuropathic pain, profound and permanent neurological injuries, profound and permanent hematological injuries, severe and permanent physical injuries, and other injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care. The case outcome was not recovered/not resolved. Past medical history included: medical history: received dentures in 1984. No further information was provided.